Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. The implantable cardioverter defibrillator underwent a firmware update via inductive telemetry. Afterward, a vibratory patient alert was tested using rf telemetry. The vibratory alert was not felt by the patient. The patient was in stable condition and would continue to be monitored.